Event description:
Device 1 of 2. Ref MFR report: 1627487-213-02993. It was reported the pt's system will be explanted since she is not getting effective stimulation and needs an MRI procedure. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.